Manufacturer narrative:
This report is submitted on september 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [73081 device analysis report.pdf]

Event description:
Per the patient's surgeon, it was reported that during initial insertion of the electrode array, the alignment marker of the sheath became detached whilst attempting to pass through the round window. Subsequently, the surgeon drilled a larger hole, and utilized the backup cochlear implant to successfully implant the patient. This is no patient injury associated with this event.